Event description:
Healthcare professional reported a right side "swelling of lymph nodes" and "seroma". Device has been explanted.

Manufacturer narrative:
Impact code f2203 - imaging required. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, deformation, yellow particles. And was observed after autoclave cycle: bubbles in gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy and seroma-late are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "swelling of lymph nodes" and "seroma". Device has been explanted..